Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that glass breakage occurred during use with a bd vacutainer® fh 20mg .143 i.u. Blood collection tube. The following information was provided by the initial reporter, "broken tubes during transportation, pippetting of samples and after freeze/thaw: during the last two years we have had around 250 cases with one or several broken vacutainer tubes. In four of these cases, all tubes were broken; thereby, important legal evidence was lost. The breakages occurred when pipetting from the tubes and after freeze/thaw. In our experience, most of the breakages are located around the cap of the tube. Glass breakage after sampling: it has also been reported to us, that in one case the tube slipped through the hands of the nurse after venopunction (sampling) and hit the table. The tube broke, and blood was sprayed around. The hospital staff performing the sampling reacted to how "fragile" the glass was, having no similar experience with regular blood test tubes."